Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 94 to 300 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call fasting (B)(6) 2015; 11:54 am) with results of 294 mg/dl and 308 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 1/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: no adverse event reported.